Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Subsequently, the device was explanted under general anesthesia on (B)(6) 2023. The patient was re-implanted with a new cochlear device during the same surgery.